Event description:
It was reported the battery door is hard to open and needs to be replaced. It was also reported when the battery is removed, it automatically shuts off, when it should work a few minutes after battery has been removed. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the main printed circuit board and battery drawer were out of specification. Analysis also found that the upper/lower cases, ring cover, and two side bail covers were broken. The battery release, heart block, lead flex cover, and heart wire contacts were contaminated. The battery contacts were compressed, the ring was bent, the keyboard was cosmetically damaged and the encoder flex was out of specification (flex alignment).